Event description:
Caller reported a temperature alarm. Customer¿s blood glucose level remained below 500 mg/dl, indicating no adverse impact. Alarm led to pump replacement after it shut down on its own and cleared the message. Technical support planned a pump replacement for the customer.